Manufacturer narrative:
Product ID 3987a lot# serial# (B)(4) implanted: explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the lead fracture was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3987a, serial#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient had a fractured lead in 2013. The lead was removed and replaced. No further complications were reported/anticipated.